Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2017-00030.

Event description:
It was reported that the top tulip thread on two different pedicle screws came off while the surgeon was attempting to install the set screws during surgery. The surgeon removed and replaced both pedicle screws. There was a surgical delay of twenty minutes, but no reports of patient injury associated with this event. This is report two of two for this event.

Manufacturer narrative:
Additional information: method code. The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.